Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the endoeye flex 3d deflectable videoscope is in 3d mode and the user wears glasses to view the image, ghosting occurs at non-flat viewing angles. The issue occurred after an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image sensor unit was damaged during device handling by the user. Irregular stress may have been applied to bending section, which led to damage on the imager sensor unit. Due to damage on the charged coupled device unit the 3d image had defects. However, the root cause cannot be identified. The user may detect the event by handling the device according to the following IFU. IFU: ltf-190-10-3d operation manual chapter 3 preparation and inspection 3.6 inspection of the endoscopic system_ inspection of the endoscopic image the user may reduce/prevent occurrence of the event by handling the device according to the following IFU. IFU: ltf-190-10-3d operation manual _important information ¿ please read before use= dangers, warnings, and cautions :do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.